Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis, and his insulin pump had an error alarm. It was stated that the customer's daughter dropped off the insulin pump at his doctor's office and the territorial manager was called to troubleshoot the customer's insulin pump. Troubleshooting was performed. Ran a fixed prime and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.